Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the inlet fuse box charred, front panel is blinking due to malfunction (sticking) of the mesher let, front panel is blinking due to malfunction (sticking) of the filter plate, (light guide connection) had a hard connection due to wear and normal optical filter surface burnt. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, the light comes out but cannot be operated on the visera pro xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 14 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the inlet fuse box was charred likely due to loads applied to the unit as a result of long-term use. Olympus will continue to monitor field performance for this device.